Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra penile prosthesis (spp) to upgrade to an inflatable penile prosthesis (ipp). The spp was removed and an ipp was then implanted without complication. The explanted spp was returned and analyzed.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed; no malfunction was alleged or reported. The two spectra cylinders were visually inspected and functionally tested. One cylinder performed within specifications. The other cylinder did not pass the bend test. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra penile prosthesis (spp) to upgrade to an inflatable penile prosthesis (ipp). The spp was removed and an ipp was then implanted without complication. The explanted spp was returned and analyzed.

Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra penile prosthesis (spp) to upgrade to an inflatable penile prosthesis (ipp). The spp was removed and an ipp was then implanted without complication. The explanted spp is expected for return and analysis. A supplemental report will be submitted upon return and completion of analysis.